Event description:
Pt climbed down from bicycle. Liner was luxated out of the shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.